Manufacturer narrative:
Product ID 3889-28 lot# va1cl4p (B)(4) implanted: (B)(6)2017 explanted:(B)(6)2018. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the ins and lead movement were first noticed (B)(6)2017.¿ it was clarified that ¿it puttered out¿ meant that it was not helping with the patient¿s symptoms anymore and they had low back pain, but it was unknown what caused it to ¿putter out.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient would be having surgery on (B)(6) 2018 to remove their implant system because both their ins and lead had been moving in the last couple months. It was noted that their healthcare provider said it would settle down, but it had continued to get worse. It was stated that ¿it was working at that time and now has puttered out.¿ no further patient complications are anticipated or expected as a result of this event.